Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('persistent pain in the pubic area radiating to the hips') in a female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("psoas pain"), arthralgia ("joint pain"), neck pain ("neck pain") and asthenia ("asthenia"). The patient was treated with surgery (bilateral cornuectomy for removal of both essure devices and conisation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, myalgia, arthralgia, neck pain and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, myalgia, neck pain and pelvic pain with essure. The reporter commented: the pain in the pubic area radiating to the hips are permanent with peaks rated at 6/10, the psoas pain induced discomfort when walking. Essure sample available. Most recent follow-up information incorporated above includes: on 24-dec-2019: essure insertion and removal date, ha number and surgery information were added. We received a returned sample in this case. A technical investigation will be conducted, as well as a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('persistent pain in the pubic area radiating to the hips') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("psoas pain"), arthralgia ("joint pain"), neck pain ("neck pain") and asthenia ("asthenia"). The patient was treated with surgery (bilateral cornuectomy for removal of both essure devices and conisation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, myalgia, arthralgia, neck pain and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, myalgia, neck pain and pelvic pain with essure. The reporter commented: the pain in the pubic area radiating to the hips are permanent with peaks rated at 6/10, the psoas pain induced discomfort when walking. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('persistent pain in the pubic area radiating to the hips') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("psoas pain"), arthralgia ("joint pain"), neck pain ("neck pain") and asthenia ("asthenia"). The patient was treated with surgery (bilateral coronectomy for removal of both essure devices and conisation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, myalgia, arthralgia, neck pain and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, myalgia, neck pain and pelvic pain with essure. The reporter commented: the pain in the pubic area radiating to the hips are permanent with peaks rated at 6/10, the psoas pain induced discomfort when walking. The essure removal was performed at patient's request and due to medical reason (medically necessary). Follow-up 6 or more months following removal was not available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('persistent pain in the pubic area radiating to the hips') in a female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("psoas pain"), arthralgia ("joint pain"), neck pain ("neck pain") and asthenia ("asthenia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, myalgia, arthralgia, neck pain and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, myalgia, neck pain and pelvic pain with essure. The reporter commented: the pain in the pubic area radiating to the hips are permanent with peaks rated at 6/10, the psoas pain induced discomfort when walking. Essure sample available. We received a returned sample in this case. A technical investigation will be conducted, as well as a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.